Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
8110 sn: (B)(4) customer wanted to know how to clear this error. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that to clear this error code he needs to replace the pressure sensing disc. I also explain to the customer that if he replaces the pressure sensing disc and he still receives this error code then he would need to replace his logic board. The customer said ok and ended the call